Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was accidentally interrogated at an implant procedure for a different s-ICD. Two weeks later, this device was going to be implanted. However; shocking impedance measurements were greater than 400 ohms. Out of range impedance measurements can occur after the device is removed from shelf mode and when there is no active lead in the device header. Therefore, the implant procedure proceeded but the lead terminal pin could not advance to the back of the header. The setscrew was engaged but impedance was still out of range. The lead was removed, and two attempts failed to get the pin back into the header and a tug test failed therefore, a replacement device was utilized, and the electrode was successfully connected. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was accidentally interrogated at an implant procedure for a different s-ICD. Two weeks later, this device was going to be implanted; however, shocking impedance measurements were greater than 400 ohms. Out of range impedance measurements can occur after the device is removed from shelf mode and when there is no active lead in the device header. Therefore, the implant procedure proceeded but the lead terminal pin could not advance to the back of the header. The setscrew was engaged but impedance was still out of range. The lead was removed, and two attempts failed to get the pin back into the header and a tug test failed therefore, a replacement device was utilized, and the electrode was successfully connected. No adverse patient effects were reported. It was reported that this device was returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that this device was returned for routine evaluation. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.